Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
The patient and a manufacturer representative reported that the patient had charged their implantable neurostimulator (ins) but the stimulation would not turn on. They synced with the ins and saw the stimulation on icon and the adaptive stimulation icon. It was reviewed that this meant the stimulation was on. The patient felt like the stimulation was not turned on because they were not feeling any stimulation sensation. They tried increasing their stimulation amplitude to almost max and they were not feeling any stimulation sensation while in the upright position. They tried laying down in the lying position and increased the amplitude to 6.4 but they were still not feeling any stimulation. It was noted that normally this would be way too strong for the patient. They were wondering if the lead may have moved. They had progressively been having more pain in the week prior to the report but they thought I t was because they had been walking more. It was noted that the patient had undergone 38 surgeries in their life and was a wounded veteran; they had a back injury and sciatic problems. They were still hurting but the device had been blocking about half of their pain. Before they got their device the pain was a solid 7 or 8. The device allowed the patient to walk more and be more active. The patient had an appointment with their doctor and it was noted that they stopped receiving therapy suddenly. A reprogramming was performed on (B)(6) 2016 and impedances were also checked. All but 3 electrodes were out of range. An x-ray was taken of the battery pocket and it appeared that the leads were not properly seated in the battery head. The pocket was scheduled to be revised on (B)(6) 2016. The patient was implanted for non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.